Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for diabetic ketoacidosis. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer had a critical battery failure on the pump. The call was dropped at this point and troubleshooting called customer back and left a voice message. No further details provided.